Manufacturer narrative:
Additional information was added to h6 (update codes) and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which identified backflow of patient blood in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was blood backflow from the internal jugular central venous catheter (ij cvc) during use of a clearlink system continu-flo solution set. This was observed when the patient was laid flat for a computerized tomography (CT) scan. The patient was administered amiodarone at 16.7ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.